Event description:
It was reported that the patient called to report an alert tone of beeping coming from the device. A follow up with the patient¿s healthcare provider indicated that the patient has reached out to the healthcare provider and is scheduled to have the device checked. The cause of the beeping is unknown. There were no performance issues on the previous device check. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).